Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 29 months ago. It was reported that the patient experienced an elevated temperature for a few weeks after the initial implant. Additionally, it was reported that the patient is complaining of hearing alarm bells ringing in shopping centers when he passes them. The patient is reported to be fine. The physician stated that they do not think the events are device related. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (fever).